Event description:
It was reported that the patient implanted with this right ventricular (rv) lead had presented at a follow-up about six weeks post-implant. Interrogation of the device found sensing was still appropriate, but the pacing impedance measurements had decreased by half and no capture was observed at the current outputs. During testing, in the bipolar configuration capture was obtained at 6.0v, but no capture was obtained in the unipolar configuration. An x-ray showed the lead had possibly moved. There was no indication of a perforation, and the patient had no symptoms. It was suspected a capsule of some sort had formed around the electrode to cause the measurements to change, but this was not confirmed. The physician planned to reposition the lead; however, the helix would not retract. To remove the lead the physician had to rotate the lead body. The lead was successfully explanted and a competitor's lead was implanted to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
The lead was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was repositioned/explanted.

Manufacturer narrative:
The lead was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead had presented at a follow-up about six weeks post-implant. Interrogation of the device found sensing was still appropriate, but the pacing impedance measurements had decreased by half and no capture was observed at the current outputs. During testing, in the bipolar configuration capture was obtained at 6.0v, but no capture was obtained in the unipolar configuration. An x-ray showed the lead had possibly moved. There was no indication of a perforation, and the patient had no symptoms. It was suspected a capsule of some sort had formed around the electrode to cause the measurements to change, but this was not confirmed. The physician planned to reposition the lead; however, the helix would not retract. To remove the lead the physician had to rotate the lead body. The lead was successfully explanted and a competitor's lead was implanted to complete the procedure. No adverse patient effects were reported.